Event description:
The customer reported that they received this unit as a replacement. Upon incoming inspection it would not power up with ac or dc power. The battery eject was also not functional. No patient involvement was reported.